Event description:
It was reported that, "pt underwent right hip replacement surgery in 2002. "It was further reported that, "the right hip prothesis fractured in the fall of 2007."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.